Event description:
The hosp reported that during a coronary artery bypass graft surgery, the heartstring seal was "still coiled up". The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp. The device was used past the labeled-shelf-life